Event description:
Per additional information received, the patient has experienced occasional tailbone pain when sitting for a prolonged periods, need to use a double void technique, urethral bleeding, brownish vaginal discharge, urinary leakage, vaginal dryness, vaginal mucosal atrophy, gross hematuria, lower urinary tract symptoms including frequency and urgency, mesh arms palpable laterally in the anterior vagina, mesh arms tender upon palpation, vaginal yeast infections, acute vaginitis, acute vulvitis, persistent vaginal bleeding with odor and discharge, urinary tract infections, leaking at night when she rolls over causing urine to run down her bottom, recurrent stress incontinence, burning when urinating (dysuria), distal posterior mesh exposure with yellow discharge and odor, overactive bladder, significant urethral discharge, mixed incontinence (urge and stress) and one surgical intervention and multiple nonsurgical interventions.

Manufacturer narrative:
2597, 2123, 2558 = "nl" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the avaulta solo® synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge).¿ (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment.